Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one photograph and one instrument opened by the account with the appropriate packaging in an undamaged condition. The photograph showed a bent tab on the proximal end of the anvil. Visual inspection of the cartridge revealed that the loading unit had a full staple complement. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. The knife-bar assembly was buckled. The photograph showed a bent tab on the proximal end of the anvil. The loading unit was loaded into a test instrument for functional testing. The loading unit anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The loading unit was applied to test media where all staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. " based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler was unable to fire and the surgeon was not able to squeeze the handle. After the normal installation of the clip, they could not close the clip. Repeated checks found that the clip of the joint place was a little bent. No